Event description:
It was reported that while using night aligners, the patient's front teeth did not align and the bottom teeth were still crooked. Additionally, the tooth on the left of the front teeth is recessed. Pain level of 5 noted discomfort noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.